Manufacturer narrative:
This complaint report meets the reporting criteria of an FDA MDR report based on the reporting precedence established for the non expansion of evolution stents after implantation. The complaint information provided indicated that the stent did not expand when the physician checked in post procedure examination. The device involved in tis complaint was not returned for evaluation therefore the cause of the complaint could not be conclusively determined. Images were not available. With the information provided a document based investigation was carried out. As the lot number involved in this complaint was not provided, it was not possible to determine if there were any evo-22-27-6d (evolution duodenal stent system) products of the affected lot number in stock at the time of the complaint investigation. Prior to distribution, all evolution duodenal stent systems are subjected to visual inspection and functional checks to ensure device integrity. During the manufacturing process, there is a check on each device to ensure it functions correctly. Each stent is deployed approximately 50% from the introduction system and is inspected. The component involved in this complaint is the duodenal stent. Once received at cook ireland, the stent is subjected to incoming inspection. A review of the incoming quality control records for the stent involved in this complaint was not possible as the lot number of the device was not provided. The manufacturing records for the evo-22-27-6-d device involved in this complaint could not be reviewed as the lot number was not provided. The complaint information indicted that the implanted stent did not expand after placement. As per input received from the senior product development engineer, the stent may not expand fully within a tumour as the tissue can be very hard, especially if the patient had been through chemotherapy. Additional information on patient treatment and the procedure has been requested in relation to this incident, but has not been received to date. Another potential cause of the stent not opening to the correct size would be if the stent crowns were tangled up or pulled out of shape during the loading of the stent device into the delivery system, however, we cannot confirm that this is the cause in this incident. As the device was not returned for evaluation and as actual use conditions cannot be replicated in the laboratory, the cause of the complaint could not be conclusively determined. As per "selection of stent" section of the instruments for use, ifu0053-7", a stent length of at least 4cm longer than the stricture is recommended. (E.g., approximately 2cm longer at either end of the stricture)". It can be noted that the complaint information indicated that the length of the stricture was 5-6 cm. Therefore the 6cm evo-22-27-6d device that was used in this case would not be the correct size stent to use for this stricture. The evolution duodenal stent system is used for palliative treatment of duodenal or gastric outlet obstruction strictures caused by malignant neoplasms. This flexible, self-expanding stent is constructed of a single woven nitinol wire. The stent foreshortens due to its design. The total length of the stent is indicated by radiopaque markers on the inner catheter, indicating actual length of the stent at the nominal stent diameter. The device is intended for palliative treatment only. Alternate methods of therapy should be investigated prior to placement. The notes section of ifu0053-7 instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The instructions for use section of ifu053-7 state that "after deployment, fluoroscopically confirm full stent expansion. Once full expansion is confirmed, introduction system can be safely removed". Inadequate expansion is listed as an additional complication in the potential complications section of ifu0053-7. The warnings section of ifu0053-7 warns the user :the stent is not intended to be removed and is considered a permanent implant. Attempts to remove stent after placement may cause damage to surrounding tissue or mucosa." In this incident the stent was not fully expanded after 48 hours. As per the initial report, the patient did not required any additional procedures due to this occurrence and the patient did not experience any adverse effects. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During a post procedure examination the physician noted the evolution stent has not expanded. The stent not expanding was re-confirmed during a second look 48 hrs after the initial procedure. A section of the device did remain inside the patient's body. Stent remains in the patient. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Information received indicated the physician does not intend to take any action regarding the non expansion of the stent.